Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage during use. The following information was provided by the initial reporter: the product comes out when missing the vacuum. The syringe got without vacuum and the product comes out of the syringe, leaving residues.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage during use. The following information was provided by the initial reporter: the product comes out when missing the vacuum. The syringe got without vacuum and the product comes out of the syringe, leaving residues.